Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. A cause of death was requested and will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer, analyzed and tested out of specification. The device was damaged.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification.